Event description:
It was stated that the customer was hospitalized with high blood glucose levels, vomiting and excessive thirst. It was stated that the customer changed the infusion set the day prior to the event and the insertion site appeared to be infected. The customer also stated that she experiences pain when inserting the sets. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The customer was advised to try different infusion sets.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.